Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was an issue with the needle letting liquid through. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came in an opened packaging blister and one sample came in a sealed packaging blister. A visual inspection was performed. The sealed packaging blister has only the plastic shield in it; the needle assembly is missing. The other sample has no defects or imperfections. This sample was assembled to a syringe with saline solution; the solution expelled with a normal flow. A device history record review was completed for provided material number 305122, lot 3055929. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material#: 305122. Batch#: 3055929. It was reported by the customer that customer experiencing issue with the needle now letting liquid through requiring you to push the syringe hard then it pops off. It also has liquid leaking through. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 305122. Quantity affected: 2 bx. Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Reported issue: customer experiencing issue with the needle now letting liquid through requiring you to push the syringe hard then it pops off. It also has liquid leaking through. Comments on 24/05/2024. May 15th 2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305122 batch#: 3055929 it was reported by the customer that customer experiencing issue with the needle now letting liquid through requiring you to push the syringe hard then it pops off. It also has liquid leaking through. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 305122 quantity affected: 2 bx serial/lot number: (B)(6) po : 4516894105 are any samples available for return? Yes reported issue: customer experiencing issue with the needle now letting liquid through requiring you to push the syringe hard then it pops off. It also has liquid leaking through. Comments on 24/05/2024 may 15th 2024.